Manufacturer narrative:
Service & repair evaluation: the customer reported that the strike cap could not thread into the insertion handle; the repair technician reported the alignment nut was damaged, the top of the inserter was burred, and the guide balls were worn. Damaged component is the reason for repair. The item is not repairable. The cause of the issue is unknown. The item will be forwarded for further investigation. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight was not provided by the reporter. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation. A service history record review was attempted for the subject device but could not be completed because the device is a lot controlled item. The manufacture date of this item is 8-jan-2003. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was that the strike cap did not thread into the insertion handle of the fixation nail during a trochanteric fixation nail procedure on (B)(6) 2015. The surgeon also had difficulty inserting the helical blade due to riffling on the insertion sleeve of the helical blade inserter; there was difficulty in getting the blade to align properly. It was noted the helical blade extractor was too short for the insertion sleeve. The surgeon had to disassemble the aiming jig and insertion sleeve to remove the helical blade because the extractor was too short for the insertion sleeve. The surgeon was able to complete the surgery with the reported devices by holding devices by hand and manually manipulating them. A surgical delay of 5-10 minutes was reported. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: product investigation summary: the complaint conditions for the helical blade inserter (part 357.372 / lot 4533360) and driving cap (part 357.395 / lot 4540069) were likely caused by thirteen years of consistent use and, likely, excessive hammering during surgery; however, this complaint is not a result of any design related deficiency. No product issue was identified upon examination of the returned helical blade extractor or the blade guide sleeve. The helical blade inserter, driving cap, helical blade extractor, and blade guide sleeve are all instruments routinely used in the titanium trochanteric fixation nail system. The helical blade inserter was returned. The complaint condition has been confirmed as the alignment indicator is broken and spins freely about the shaft of the device. The driving cap was returned and reported to not thread into the insertion handle, which was also confirmed. The shaft of the driving cap is cross threaded into the block handle adapter and the two components cannot be separated. It is likely that thirteen years of use and likely excessive hammering during surgery led to these complaint conditions. The inserter was manufactured in january, 2003. The driving cap was manufactured in january, 2003 also. The returned devices are in fairly worn condition consistent with their ages. The relevant drawing numbers were reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used as recommended. Whether the complaint condition for this device can be replicated is not applicable for this condition. No non-conformance reports were generated during the production of this device. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.